Event description:
It was reported that silicone foley catheter was leaking while inserted in patient's body. Per sample received on 22jul2024, the customer returned a latex foley catheter attached to the drainage bag. Per follow up email on 07aug2024, it was reported that based on the information provided by the clinical team, there was a significant amount of leakage from the foley tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that silicone foley catheter was leaking while inserted in patient's body. Per sample received on 22jul2024, the customer returned a latex foley catheter attached to the drainage bag. Per follow up email on 07aug2024, it was reported that based on the information provided by the clinical team, there was a significant amount of leakage from the foley tray.